Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician made the decision to convert the procedure to cea due to a dissection of the right common carotid artery (cca) which extended into the right internal carotid artery. The patient is stable.